Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose was 448 mg/dl on (B)(6) 2018. The customer¿s blood glucose level was unknown at time of incident and current blood glucose 552 mg/dl. The customer treated with injection and pump in the emergency. The customer stated that they had insulin flow block alarm and also had failed battery. It was also reported that they had events lead to nausea and could not eat. The customer was wearing the pump at the time of the hospitalization. The customer declined troubleshooting. The customer was advised to monitor pump and blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with operating currents within specification. Unit passed functional testing including the self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. No unexpected insulin flow blocked alarms were noted. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected failed battery test alarms, low battery alert, power loss alarm, replace battery alert, replace battery now alarm noted during testing or in the pump trace download. Unit received with minor scratched display window, case and keypad overlay.